Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths (dsfs). The stent grafts were placed without problems. Angiography for the access sites showed dissection in the left external iliac artery. A bare-metal stent (e-luminexx, 10 mm x 40 mm) was additionally implanted in the dissected site. The patient tolerated the procedure. The reporting physician commented as follows: as no resistance force was felt when advancing the dsf, it was unknown when the dissection occurred.